Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on first firing, after pushing the green safety button, as soon as the user squeezed the handle, the I-beam got stuck and stopped moving with the reload trying 2 times and the operator could not squeeze the handle anymore. The surgeon ordered the scrub nurse to replace the abnormal handle and reload to each of new one. There was no patient injury.